Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes called in to report a current line blocked and advised changing site in order to resolve issue with current cassette. There was patient involvement, and no patient injury.